Event description:
The nurse was placing a PICC and needed to trim the catheter. The guide wire was pulled back and the catheter trimmed. When the nurse attempted to advance the guide wire back into the catheter it would not advance. This resulted in placement for new PICC.